Event description:
End user alleges while operating the motorized wheelchair on an uneven/unstable surface she fell out of the seat. Allegedly, as a result of the incident the end user was hospitalized.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. The end user reported operating the motorized wheelchair on an uneven and unstable surface. The owner's manual warns, "avoid uneven or unstable surfaces such as potholes, broken pavement, grass, gravel, sand, wet leaves or cut grass.